Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: following the completion of the investigation, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve dislodged when the physician attempted to remove the delivery catheter system (dcs) because the valve was still attached to the dcs by a frame loop that had not been released. It is unknown whether the user followed the instructions for use (IFU) to verify both frame loops were released before removal of the dcs. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve; the physician thought the tabs of the delivery catheter system (dcs) had been released but one tab was still attached to the valve. While the catheter was being removed from the patient, the valve dislodged into the sinuses. The valve was snared into the ascending aorta and a second valve was implanted successfully with trace paravalvular leak (pvl). No treatment was prescribed and no adverse patient effects were reported.